Event description:
It was reported by service report that the footboard was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Sharp edges on footboard due to impact damage.